Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned in segments and was analyzed. No anomalies were found. Blood was found on the distal conductor and the distal electrodes (not obstructed), and the distal conductor was distorted (overstress). Blood ingression was noted on the outer tubing overlay, and the lead appeared to have been stretched and exhibited apparent explant damage. (B)(4). Concomitant products: d314trg implantable defibrillator, (B)(6) 2012, 6947 implantable tachy lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2005.